Event description:
As stated by the rptr, after cleaning 2 artificial kidneys with hydrogen peroxide, black "spots" were noted in both kidneys. The kidneys were discarded and therefore no pts were involved in their incident. While trying to determine the cause of the "spots", the same black "spots" were noted in one container of hydrogen peroxide. Several other unopened containers of the same lot number were pulled from stock. All of the containers which were pulled also appeared to be contaminated with the same black "spots". All of the center's stock of this particular lot number, is being returned to the dist.